Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was unknown. It was reported during therapy while draining blue fluid (toilet cleaner) was filling into the extension set, specified as sucking the water from the toilet bowl, as opposed to draining from them¿. Pd therapy was discontinued. It was confirmed that ¿no water from the toilet had gone into them¿. The patient reported they were going to the hospital due to an infection (unspecified). It was not reported if the patient was admitted for the infection or if the patient received treatment for the event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The drain line is designed to provide extended length to the drain line of the home choice cassette allowing the patient to drain into a shower, tub, or toilet. Per patient at home guide, (section 3-17), it was instructed to leave an air gap (space) between the end of the drain line and any fluid in the drain or container when using a drain line extension. This prevents non-sterile fluid from flowing backwards up the drain line. It was reported, "they had previously been told by the hospital that it should be in the fluid in the toilet bowl. The hospital have now changed this recommendation¿. The cause of the reported event was associated with use error, misuse of the drain line extension set. Should additional relevant information become available, a supplemental report will be submitted.